Event description:
Manufacturer's evaluation of the returned device found that the lancet carrier was not fully retracting, resulting in the lancet protruding from the device's end-cap. No associated injury was reported.